Event description:
The customer reported various system errors and a system boot failure. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system collimator and filament calibration data was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.